Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was lying down at the time of the shock. The sensing vector at the time of the shock was set to the primary vector. The clinic checked the device but was unable to reproduce the noise. The doctor elected to reprogram the sensing vector to the secondary vector. There were no additional adverse patient effects. The system remains implanted.